Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction.

Event description:
It was reported that his right ventricular (rv) lead was successfully repositioned and the patient had drained fluid due to a perforation and an apparent pericardial effusion after presenting to the emergency room with shortness of breath. The lead remains in service. No additional adverse patient effects were reported.